Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a low anterior resection procedure on (B)(6) 2016 and a barbed suture was used to close the gelport incision. The patient was discharged from hospital and returned 24 hours later with a dehiscence and evisceration of the incision. The surgeon noted that the fascia was intact, the suture had unraveled approximately 2/3, and the anchor barb had separated. The core of the tab was intact and the sides of the fixation tab were missing. The patient underwent a reoperation to close the incision and a different type suture was used for the closure. The surgeon stated that the suture looked tight at the time of the closure for the initial procedure and opined that it broke sometime after. No additional information was provided.

Manufacturer narrative:
The actual device batch number associated with this event is not known. One possible batch number is reported as follows: batch # kgm873, exp. Date: 05/31/2018, MFR date: 06/08/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. According the evaluation, no defects or fixation feature breakage was found on the representative samples and met the fg requirements.